Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the flex cable assembly which connects the user interface pcb to the pcb stack and the system controller and user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed assemblies and determined that the cause of the reported issue was due to a shorted integrated circuit chip, designator u61 from the system controller pcb assembly.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not completing the boot-up cycle. The customer advised that the device would restart by itself shortly after the initial self-test in progress screen appeared on the display. As a result, defibrillation was not possible. There was no patient use associated with the reported event.